Event description:
It was reported via a literature article entitled "video-assisted treatment of thoracolumbar junction fractures using a specific dis tractor for reduction: prospective study of 50 cases" that the clinical and radiological results of 50 patients operated between (B)(6) 2000 and (B)(6) 2006 with a video-assisted anterior approach using an endodistractor for reduction and consequent insertion of the implant were studied. Nineteen (19) women and 31 men were treated; mean age was 43.3 years old. It was reported that 4 patients suffered nerve damage, 1 patient suffered a lung infection but had complete recovery, and 5 patients suffered pulmonary atelectasia (that regressed within 2 months). No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.